Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor is fractured below the eyelet, and the threads are in the insertion tube. Image attached. The eyelet was not returned. The distal plug was returned on the device with no visible defect. The proximal anchor was not returned. The insertion device has no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that can contribute to the reproted event include excessive force on the device or not maintaining inserter alignment throughout insertion to ensure implant integrity. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff procedure, the healicoil knotless implant was inserted into the patient¿s bone as usual; however, when attempting to cut the sutures, the sutures were found free-floating in the joint with the tip of the implant attached, while the body of the implant remained in the bone. Upon closer inspection, the internal screw was still in the implant holder. The remaining implant could not be removed and was left in the patient, with only the tip exposed. The procedure was completed using an sn backup device in a newly drilled bone hole, with a surgical delay of less than 30 minutes and no further complications reported.